Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a generator error and the system locked up during use. There is no report of injury or death associated with the event described in this complaint.